Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the screen display is abnormal. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the screen display is abnormal. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The authorized service provider (asp) evaluated the device remotely and determined that this model is no longer supported with service, as spare parts are unavailable. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on february 03, 2022. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device is eol.